Manufacturer narrative:
Concomitant medical products: model: ddmb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2019. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited variable rv defibrillation coil impedance, variable superior vena cava (svc) defibrillation coil impedance, variable rv tip-to-rv coil pacing impedance, and an alert had triggered for out-of-range/high rv tip-to-rv coil impedance. A lead fracture was suspected. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the right ventricular defibr illation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.